Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/28/2019 to the present date 12/02/2020 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs.

Event description:
It was reported that the device would not turn on/off. There was not patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not turn on/off. There was not patient involvement.